Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that an alert was triggered due to a confirmed right ventricular (rv) lead fracture. The rv lead was inactivated and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.